Event description:
User is confined to a wheelchair. Initial report from retail distributor was that user had stage 3 pressure sore. User reported skin breakdown & treatment with dressings in hospital. The user was using an obsolete configuration of a model 100 co's (wheelchair cushion). This wheelchair cushion may have been one of the many factors that may have affected skin integrity in this case. Other factors include: proper diet, hygiene, regularpressure reliefs, physical changes, positioning, and tight clothing.